Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net, the right atrial lead exhibited loss of capture, a chest x-ray revealed no dislodgement. No patient symptoms reported, no additional information available.